Event description:
It was reported the customer had intermittent occlusion alarms. The customers blood glucose level was 273 mg/dl. The customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.